Event description:
A power on reset (por) condition was reported and stimulation was unable to be adjusted. The patient programmer displayed a 'call your doctor' icon but the reporter did not have access to the programmer at the time. Additional information received later indicated that it was uncertain what the cause of the event was. It was indicated that when the healthcare provider (hcp) called the patient's residence the next day, the problem had resolved and the staff didn't know anything about the incident. It was noted that it had not happened again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 249000001, implanted: (B)(6) 2010, product type accessory; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389-40, lot# v002694, implanted: (B)(6) 2007, product type lead; product ID 3389-40, lot# v002694, implanted: (B)(6) 2007, product type lead. (B)(4).